Event description:
The customer reported approximately 1.0-1.5 ml of clear fluid dripped from the probe involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valve lv8 and the air filter due to system vacuum errors during start-up. In addition, the fse reinstalled the instrument diluent filters as there were no dual diluent filters attached to the instrument. The fse advised the customer that the filters needed to be in place to maintain proper instrument functionality. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing through pinch valve vl8, the vacuum filter, and use error. A definitive root cause of the tubing and vacuum filter is unknown. Beckman coulter internal identifier for this report is (B)(4).